Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial #: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer¿s representative (rep). The rep reported that they were informed via the hcp that they explanted the lead and ins for the patient. The rep reported that it was not helping with pain and it was causing anxiety and she wanted it removed. The rep noted that the field was unaware as the patient never contacted them for reprogramming or concerns. No further complications were reported.